Event description:
I am a type 1 diabetic, and I used a medtronic quick-set infusion set. Within 8 hrs I developed dka - diabetic ketoacidosis and was hospitalized for one and a half days. The recalled products apparently had a venting problem; in my case my insulin pump was unable to deliver any insulin at all, which resulted in an extremely high blood sugar. I had uncontrolled vomiting and severe dehydration. Route: subdermal. Dates of use: 2009. Diagnosis: delivery of insulin from pump to body. Event abated after use stopped: yes.